Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began one day prior to contacting lfs for assistance at approximately 11:30pm. The patient reportedly obtained blood glucose results of "147mg/dl" with the subject meter and "83 mg/dl" on another, unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with an unknown type and dose of insulin through pump therapy. It is not known if the patient made any changes to his usual diabetes management routine in response to the alleged issue and reportedly developed symptoms of "confusion and twitches in his body", approximately 10 minutes after the alleged issue began. The patient reportedly consumed unknown food/drink approximately 5 minutes later and denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury nor did he receive medical intervention. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.